Manufacturer narrative:
Device was received with a blank display due to moisture damage electrical board, internal battery connector. Unable to perform displacement, sleep current measurement, active current measurement, and self tests or verify frozen screen due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump would not turn on after being exposed to moisture. The customer stated that they fell into the water and insulin pump stopped working. Customer stated frozen display reoccurred after inserting new battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.